Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the consumer. It was reported that the implantable neurostimulator is currently not working, although the patient reported that the device works but hardly ever. There were no patient symptom symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for other non-malignant pain. It was reported that patient's device does not currently work. Caller did not know any additional details around the device not working. The event date was asked but unknown. On (B)(6) 2018, it was reported that the MRI prescribing hcp was working with patient on the recent stroke they had. The stroke was not related to the devices. The hcp had no further information regarding the devices or who manages them. Patient had no upcoming appointments. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they first noticed the implant not working in (B)(6)2009. The patient stated they never could charged the unit when they tried to and the people at the office couldn¿t charge it either. No steps were taken to resolve the issue as the patient couldn¿t find anyone to take the device out.